Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, blood pressure increased and then suddenly decreased. Percutaneous cardiopulmonary support (pcps) was introduced. A pericardial effusion was confirmed. A thoracic cavity drainage and blood transfusion were performed. As a result of the pericardial fluid, a transesophageal echocardiogram (tee) was performed and identified an angular rupture. The patient was intubated and pcps was continued. Perforation of the sinus of valsalva (sov) and base dissection was confirmed via contrast study. The perforation had caused the bleeding. A calcium mass on the valve leaflet on the non-coronary cusp (ncc) side was noted. The family refused further surgical treatment and the patient was admitted to the intensive care unit (ICU). The patient later died on the date of the valve implant. Based on imaging and timing studies, it was initially reported that after the pigtail catheter was removed from the ncc, calcium from the valve leaflet and the sov interfered with each other causing the perforation. However, the pigtail catheter was later considered rather an indirect cause. It was now reported the sov perforation and base dissection occurred due to the calcified mass with the valve expansion. Per the physician the cause of death was cardiac tamponade.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.